Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification to evaluation codes: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient experienced ¿severe side effects in chin¿, ¿acute. Has pulled several 'items' out from the nose, hay cheek and chin, showing photos - may be filler but not from nose!¿ it was also reported, ¿info on impending u.s. Including pupil-wide eye drops giving blurred vision afterwards (deemed not device related),¿ ¿suspekt for impetigo¿ four days post injection in ¿slæber incl philtrum¿ with juvéderm® volift, and in ¿bilat svt ck4¿ with juvéderm® voluma, and in ¿midtlije, spids nål¿ with juvéderm® volux. Treatment with ¿dicillin and salve fucidin¿. This is the same event and the same patient reported under MDR ID# 3005113652-2021-03335 ((B)(4)). This MDR is being submitted for juvéderm® volift® with lidocaine.